Event description:
(B)(4). Initial info received from a physician on (B)(6) 2008: a (B)(6) female pt received 3 treatments of poly-l-lactic acid (sculptra) injections for cosmetic purposes, due to an asymmetrical right cheek, from trauma. Physician indicated that "they injected a total of 3 ml of sculptra for the first two treatments" (therapy dates not provided). The third treatment was on (B)(6) 2008. The dilution was with water, volume not specified, and lidocaine was added with the reconstitution. The injections were given in the right cheek area. The physician reported that the pt was seen today, ((B)(4) 2008) and has subcutaneous nodules that started to develop around 6 weeks after the third treatment cycle. No treatment has been provided to date. The event is ongoing at the time of this report. Medical history and concomitant medications not specified. Lot number/expiration date not provided. No additional medical info was reported. Additional info for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.

Manufacturer narrative:
Additional info: (B)(4) 2008.